Event description:
It was reported that vitallium rod broke during pre-op preparation (bending of the rod).

Manufacturer narrative:
Method: visual analysis, device history review, complaint history review, risk assesment. Result: the returned rod was confirmed to have fractured at the laser marking dot. The laser marking dot was inspected using a microscope and voids were identified. These voids can act as stress risers when placed on the tensile side of the bend, which they were in this case. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely cause of the customer reported event is the presence of voids on the lasermarking dot.

Event description:
It was reported that vitallium rod broke during pre-op preparation (bending of the rod).